Event description:
Customer reported the main frame will not power up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the isd pcb. System operates as intended.